Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extension tubing was also returned. Two kinks were found on the catheter tubing approximately 33.5cm and 68.3cm 76.2cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The reported event cannot be confirmed by the evaluation. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
(B)(4). Iab storage archive # (B)(4). (B)(4). Unattributed patient death reported on facility completed intake form received on 23-feb-2016. (B)(4). Called emergency help line listed to continue troubleshooting intermittent alarm. Representative instructed rn to transduce iab to patients brachial a-line. Successful alarm stopped patient maintained hemodynamic stability throughout entire incident. Balloon pump also appeared to inflate/deflate appropriately throughout entire incident. Patient was regarded as stable enough to have iab removed 5 hrs later tolerated well at that time to my knowledge. By iabp representative, (B)(6) who was spoken to via phone on the emergency help line number. (B)(4). At 4:30am on (B)(6) 2016 patient's balloon pump helium line was briefly disconnected (accidentally) while cleaning the patient. Immediately reconnected. Iabp completed autofill and reset, appeared to be working properly. Iabp intermittently alarming. I am unable to recall the error message. Troubleshoot followers directions on iabp user interface. Unsuccessful. Patient hemodynamically stable throughout entirety of event. ICU rn called reporting unable to calibrate on a sensation which had been in since (B)(6) - 10 days. It had been inserted in the right groin in the cvor. Troubleshooting did not result in successful calibration. There was no flush system attached to the arterial lumen. The pt had a brachial line which she was able to successfully transduce to the pump. Product return requested/biohazard shipping box arranged.